Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an echocardiogram revealed a perforation of this patient's right ventricle (rv). A revision procedure was performed and the lead was repositioned. No additional adverse patient effects were reported.